Event description:
Boston scientific received information that during a recent clinical follow-up, high out of range shock impedance values were exhibited with this right ventricular lead. It was further communicated that stable normal measurements had observed up until this most recent interrogation. The patient was reported as an active athlete with no adverse effects. No communication regarding intervention or resolution. Subsequently, surgical intervention was performed at which time, the lead was visibly inspected. The physician noted the lead was bent at a 90 degree angle directly at the point where the lead exited the header. The df-1 shock coil was reportedly completely fractured; however, no damage noted on the pace/sense section. A new right ventricular lead was implanted supporting shock therapy, in the absence of adverse patient effects. The lead was not retrievable for a post market analysis.

Manufacturer narrative:
If new details are received, a follow-up report will be submitted.